Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed motor test. Pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. No cracked on lcd window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was performed. The device was returned for analysis.